Event description:
After the start of using denture creams, I began experiencing tingleness and numbness in my hands and feet. Legs would also cramp up. After a bone biopsy, doctors diagnosed low blood counts on pallets. Dose or amount: denture cream, frequency: daily, route: oral. Dates of use: 2002 - 2007. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.